Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports a tear resulting in leakage was seen at the junction of the hub and the catheter. The catheter was placed on 05/06/2009 and pulled and replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.